Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a reverse total shoulder arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to the glenosphere construct disengaging from the baseplate. The glenosphere, humeral tray, humeral bearing, and baseplate were removed and replaced.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an (B)(6) 2015. Subsequently, a revision procedure has been indicated due to the glenosphere construct disengaging from the baseplate; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, it was reported that the glenosphere construct disengaged from the baseplate. An upcoming revision procedure has been indicated.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02130 & 02399).